Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter. Product ID 8590-1, lot# n248193, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Information received from the consumer stating that the patient suffered multiple surgeries to remove and replace the failed device. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was noted that the patient had the pump system implanted and it was intended to deliver a programmed amount of morphine into the patient's spine to control pain. The pump failed to deliver the prescribed medication as programmed, which resulted in the medication being delivered intermittently, medication "dumps" delivering too much medication or a complete failure to deliver medication. The unpredictable delivery of medication caused the patient to experience life threatening withdrawal symptoms due to the abrupt cessation of opiate medication into the patient's body as well as episodes of serious over-medication. Such withdrawal/over-medication symptoms included vomiting, shaking, diarrhea, sleeplessness, profuse sweating, severe pain, and spinal fluid leakages were serious, and required multiple hospitalizations to treat the symptoms. The patient's diagnoses included "occluded catheter and fractured catheter." It was reported that the patient received defective catheters that became occluded, fractured, obstructed and malfunctioned at a high rate. The patient suffered crippling injuries which left the patient with permanent and significant disabilities compensable under state law. It was reported that the patient suffered a loss as a result of the manufacturing company. It was noted that the patient had physical pain, suffering, mental and emotional anguish. The patient suffered severe injuries and hospitalization. The removal of the defective device is a serious and dangerous procedure.the fractured catheter was removed on (B)(6) 2010.